Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline age of the patients was approximately 66 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿early improvement of left ventricular ejection fraction by cardiac resynchronization through his bundle pacing in patients with heart failure.¿ europace. 2020; 22(1):125-132. Doi: 10.1093/europace/euz296. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this lead model. The article reported that there were three (3) patients in which the implant of the lead had failed because the physician could not fix the lead. The patients went on to have a cardiac resynchronization therapy (crt) device system implanted. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.